Event description:
According to literature, a retrospective study of 15 adult patients who underwent complex abdominal wall reconstruction (awr) with significant loss of domain using thigh-based flaps in conjunction with mesh reinforcement, including synthetic meshes such as versatex placed in the retromuscular position. The cohort consisted of 9 males and 6 females with a mean age of 53.7 years, and most patients had multiple prior abdominal surgeries and significant comorbidities. Mesh was used in all cases to reinforce fascial closure, and versatex mesh was specifically utilized in selected patients as part of posterior component separation with retromuscular placement. One patient with a prior history of mesh infection developed postoperative mesh infection requiring mesh removal and replacement with acellular dermal matrix, while another patient experienced skin dehiscence that was not attributed to the mesh device. Despite a high overall complication rate reflective of the complex population, flap survival was reliable, definitive fascial closure was a chieved, and long-term outcomes demonstrated low rates of abdominal bulge and fistula recurrence. There were no reported mortalities in the study.

Manufacturer narrative:
Thigh-based flap reconstruction for complex abdominal wall loss of domain: a 10-year retrospective cohort study. Diwakar phuyal, filippo a. G. Perozzo, fuad abbas, christopher jou, anshumi desai, kashyap tadisina, juan rodolfo mella catinchi, risal djohan, raffi gurunian, and sarah n. Bishop. Microsurgery, 2025; 45:e70156 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.